Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.